Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken main tube approximately 40.88mm at the distal tip. No material was missing. The proximal clevis was dislodged as a result of the main tube breakage . Additional observation(s): the conductor wire was broken within the bipolar yaw pulley, at distal end. The instrument failed an electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The probable root cause of conductor wire breakage is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The probable root cause of dislodged proximal clevis and a broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.